Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a suture break occurred. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, additional information was not available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.